Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device did not fire. The handle returned to the open position following the first full squeeze of the handle. The handle remained in the closed position after the second complete squeeze of the handle. To resolve the issue, another stapler and hand suturing was used to complete the case. The patient was doing fine after surgery. The patient had previously undergone chemotherapy/radiation treatments.